Event description:
A patient sample containing anti-jka was interpreted as antibody screen negative when tested on galileo using capture-r ready-screen.

Manufacturer narrative:
The instrument images were reviewed, the negative reaction was present. It is not possible to rule out the nature of the sample as a cause of the event.